Event description:
On (B)(6) 2017, a reporter for the patient contacted lifescan (lfs) alleging that her husband¿s onetouch ultramini meter displayed an inaccurate result compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter claimed that the subject meter was reading inaccurately around 8am on (B)(6) 2017, when her husband obtained an alleged inaccurately high blood glucose result of ¿134 mg/dl.¿ the reporter indicated that this result was within his normal/expected range; however, at the time the patient was experiencing symptoms of ¿sweating and non-coherent.¿ the patient manages his diabetes with oral medication of januvia. The reporter indicated that she sought medical assistance for her husband by calling paramedics who arrived around 8:30 ¿ 8:45am. She reported that upon arrival, a blood glucose result was obtained on the emergency medical services meter of ¿35 mg/dl¿ within 30 minutes of the result on the subject meter. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method. The reporter indicated that the patient was commenced on ¿IV fluids¿ (type not specified) and she gave the patient ¿orange juice and a sandwich¿ per paramedics. After troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure and the test strips had been stored correctly and were within expiry date. The reporter did not have control solution to test the meter and test strips. The patient¿s products were requested back for investigation; however, return of test strips was not possible as the vial had been used. Replacement products, including control solution, were sent to the patient and the patient/reporter were advised to contact lfs to perform a control solution test when the products arrived. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event. Although the symptoms started before the alleged inaccuracy, it cannot be ruled out with all certainty that the lfs products may have caused or contributed to this event.